Event description:
The pharmacist called lfs on behalf of the patient and asked for a replacement verio pro meter. The pharmacist did not have the serial number or lot # of the test strips available to troubleshoot. It is unknown what the issue is with the meter. There is no evidence that the meter caused or contributed to an adverse event. Meter was replaced. The complaint is being reported since there was a problem with the patient¿s meter.